Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported the implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. The ICD was explanted and replaced. Patient condition was unknown.